Manufacturer narrative:
(B)(4). The device was not returned for analysis. A conclusive cause for the reported patient effect of pain and the relationship to the product, if any, cannot be determined. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was completed using a proglide device with a 6f sheath after an interventional percutaneous coronary procedure. The proglide device achieved hemostasis. Reportedly, after proglide closure the patient has a "catching" sensation at the right common femoral artery and is, thus, walking stiff legged on one side to alleviate the feeling. The patient is also at times feeling a "pins and needles" type of pain at the right common femoral artery. Computerized tomography angiogram performed post procedure showed no significant results. No treatment was given. The physician is reportedly trained in the use of the proglide device. No additional information was provided.